Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the level 1 low flow hotline disposable injection set had leakage at the line. There was no reported patient involvement, and no patient injury was reported.

Manufacturer narrative:
Five samples and one image (showing a sample in a bag) were received for evaluation. As received, no damage or anomalies were observed. Functional and visual testing were performed; however, the reported issue could not be reproduced. No leaks were observed. A review of the device history records could not be completed as no lot number was provided by the customer.